Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose levels were 473 mg/dl, 475mg/dl and 375 mg/dl. The customer stated that the insulin pump was unable to deliver the bolus due to bent cannula. Customer treated with insulin pump. Troubleshooting was performed. The product will not be returned for analysis.